Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Corrected d6b for explant date.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device was found appropriate and indicated battery voltage and current within normal range when received. No anomalies were found.

Manufacturer narrative:
Correction: section e for initial reporter information.